Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: choice pt extra support, stents: resolute onyx: 3.5x12mm, 3.5x18mm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the saphenous vein graft. A non-abbott embolic protection device was deployed at the target lesion and pre-dilatation was performed using a non-abbott dilatation catheter. Two non-abbott stents were deployed. One stent appeared under-expanded and additional post dilatation was performed, and a perforation occurred. Echocardiogram noted no evidence of pericardial effusion and the patient denied symptoms. The 3.5 x 16 mm graftmaster stent was deployed at the perforation. And the amount of contrast seen was significantly reduced. Additional post dilatation was performed, and the perforation was then completely sealed. No additional information was provided.